Event description:
It was reported the patient had no stimulation at the lead site. It was noted that diagnostic impedance testing was performed and found out of range for every electrode. It was reported the patient¿s lead was replaced. It was noted that testing indicated the lead was broken. It was stated the new lead had normal impedances and stimulation was back to norm with good effects. It was stated the problem occurred post-operative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-33, lot# 0204059931, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3888-33, lot# 0204059931, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).